Event description:
It was reported that there was an unintentional stimulation off event involving a deep brain stimulation neurostimulator. The specific circumstances under which the issue was observed were not detailed. No further troubleshooting steps or interventions were documented, and the resolution or outcome of the event was not specified. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they described two possible reasons for the switch-off to the doctor: a rechargeable ins switches itself off if it is not recharged in time or under unfavorable circumstances, an electromagnetic interference field can cause the ins to switch off. It was explained that switching the stimulator on again using the patient handset would usually solved the problem. However, no response was received from the hcp. No logs will be available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.